Manufacturer narrative:
H3: the electromagnetic (em) instrument interface (product: 9735825, lot: 1600837220) was returned to the manufacturer for analysis. Analysis found that as reported, ports one, three, and five did not function. There were no leds, and it did not recognize inserted tools/instruments. It was noted that ports are on the same circuit board. It was possible that the ribbon/connection between this board and the board containing ports two, four, and six were not connected securely. Therefore, becoming detached. Analysis found that the reported event was related to an electrical issue. H6: fdm b01, fdr c02, and fdc d02 previously reported are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735825r, serial/lot #: (B)(6);. No parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the odd side did not light up on the breakout box (bob). The manufacturer representative stated that it did not recognize instruments either. This was considered to be an out of box failure. There was less than an hour delay to the procedure and no impact to patient outcome.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The break out box was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.